Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Three implant dates have been reported ((B)(6) 2004, (B)(6) 2007 or (B)(6) 2008) with no information regarding the exact implant date of the device.